Event description:
The location of the ins was causing the patient pain. The ins was originally implanted by the physician using a single incision implant technique which left the ins just right of the spinous process. The device had been irritating the patient since shortly after implant. The patient underwent surgical intervention and the ins was relocated to the right buttocks. It was noted that impedance testing was done. Additional information has been requested.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 377860 lot# v013243, implanted: 2010 (B)(6); product type lead product ID 37752 lot# serial# (B)(4); product type recharger product ID 377860 lot# v013243, implanted: 2010 (B)(6); product type lead. (B)(4).